Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid leak was observed during a routine hemodialysis treatment. The operator did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was not returned for eval at the time of this report. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for performing rinseback when a leak is observed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training to the operator regarding rinseback procedures. Nxstage medical considers this report closed. No add'l info will be provided.